Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the patient experienced an infection at the abutment site and was treated with oral and topical antibiotics (specific date not reported) for a duration of 1 week. Subsequently, the device was explanted under general anesthesia on (B)(6) 2024. There are no plans to re-implant the patient with a new device as of the date of this report.